Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurately high results compared to her feelings/ normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, the patient reported obtaining an unknown inaccurate high reading, administered insulin based on that reading and developed symptoms of "diabetic coma" and was hospitalized. On (B)(6) 2012, the patient reported testing on her lfs meter and obtained a result of "225 and 215 mg/dl" on her lfs meter. The patient reported managing her diabetes with lantus self adjusting insulin. The patient reported taking 19 units of lantus insulin in response to the high reading. The patient reported on (B)(6) 2012, at an unknown time she developed symptoms of "diabetic coma" and her husband called emergency medical services (ems) and she was given IV glucose by ems and was hospitalized for an unknown amount of time. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement, and the patient was using the same approved sample site to obtain the readings. The cca noted that the patient's testing steps were correct, and the patient's test strips were in good condition. However a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient obtained an inaccurately high reading, took her insulin as usual and developed symptoms suggestive of severe hypoglycemia after the issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. A DHR (device history record) was completed for this product and a pitted lens defect was observed, however, the defect is cosmetic only and has no adverse impact on product performance or function. The retain test strips passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.